Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.